Event description:
It was reported that the device would not operate on dc and displays all service icons. There was no patient involved with the reported incident.

Manufacturer narrative:
Physio-control replaced the customer's device. Physio evaluated the device and determined that root cause for premature chargepak and internal battery depletion was due to excessive current leakage on the digital pcb assembly.